Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was discarded by the hospital staff. The treatment log files were reviewed. No instances of any errors were observed before, during, or after the treatment pass and was completed successfully. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 25c02298 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual (um), sj-um0101-00, rev. F, was reviewed. Sufficient instructions to prevent user error as per section 5.4 precautions: aquabeam handpiece setup submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during aquablation therapy and while the patient was under anesthesia in the operating room, the aquabeam handpiece experienced jet-firing issues. In response to the malfunction, the treating surgeon opted to switch to transurethral resection of the prostate (turp). There were no adverse health consequences for the patient as a result of this event.